Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported that the nurse attempted to infuse the remaining 1.5 ml but was unsuccessful. Per reporter residual volume was: 7.9 ml, rate 2.2 ml and 92.10 was given. No adverse patient effects were reported. No additional information is available at this time.